Manufacturer narrative:
Eval summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an unexpected refractive outcome of 2.50 diopters of residual cylinder following an intraocular lens (iol) implant procedure. Additional info has been requested.